Manufacturer narrative:
The product was returned for evaluation. The sutures and racetracks were visually inspected and it was noted that two of the three had suture caught in the tabs of the racetrack. The tabs were undone and the sutures were successfully removed without damage. The racetracks on retain samples from the reported lot were also tested. Three of the four samples tested were easily pulled from the racetrack and did not get stuck or tangled. One sample was stuck on the bottom left tab of the racetrack but was easily removed once this tab was undone. No knotting, shredding, or other abnormalities were observed. A review of the device history records was performed and all product met requirements prior to release. There were no nonconformities noted with the lot during production. There were no nonconformities with the raw material used. All finished goods testing requirements were met prior to release. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "the suture is sticking in the packaging and occasionally shredding and knotting."